Manufacturer narrative:
One-unit of trapliner was returned for evaluation. A manufacturing record review was completed and no related non-conformances were found. A returned product evaluation was completed. Length of the pushrod, collar to tip length, were measured. No other damages noted on the catheter. Blood particulates were found on the catheter indicating use of the catheter in patient. The hypotube at the balloon section was kinked. Minor bends on the proximal pushrod was noted. Weld joint separation was observed. The damages are likely to have occurred during use in procedure. Per IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested form the account. No response was received. Based on the information and returned product evaluation, the most likely root cause of the issue is operational context and/or unintended use error.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: trapliner broke at hypo tube before halfpipe upon entering into guide catheter. Completed with a different device. Current patient codition is reported as fine.